Manufacturer narrative:
This report has been updated from product problem to serious injury. The record includes a report of an error message and inability to use the defibrillator device normally while in use on a patient. The record reports the impact to the patient as ¿delay in treatment¿ and resolution of the issue as ¿use another device¿. The record reports there was no patient or user harm. Questions about the attempted procedure delivered and patient outcome were asked but unknown. Defibrillators are life-saving devices, therefore failure of the device to perform as intended may result in a life-threatening situation. Although no harm is reported, in a conservative assessment of the limited information available, the reported event will be assessed as a serious injury due to the serious deterioration of health that may result from the delay of treatment during use of a defibrillator.

Manufacturer narrative:
Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device displayed an error message, "equipment disabled, system failure" and could not be used normally. While the device was noted to be in clinical use, there was reportedly no patient or user harm or impact. Available details indicate the customer evaluated the device, performed an operation test, and returned the device to full functionality. Additional details regarding the patient, device, and complaint event were requested but not provided to philips. The customer used another device during the event to resolve the issue. The malfunctioning device is not available for additional investigation. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment. The device was operational after the customer ran an operation test. The device remains at the customer's site. No further action is warranted at this time. H3 other text : customer resolved.

Event description:
It was reported to philips that the device had an "equipment disabled, system failure" error message during patient use. There was no reported harm or injury to the patient.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.